Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the pink slide is in the viewing window.

Event description:
It was reported that the patient¿s blood glucose level was reading ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl) and that the pink slide insert was not visible indicating that there was a needle mechanism failure.

Manufacturer narrative:
Please disregard this emdr report as it is a duplicate report that was already submitted on 8/4/2020. Please see the original emdr report noted in 3004464228-2020-12306-00.